Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A caregiver contacted (B)(4) regarding assistance with a low drain volume alarm while using the homechoice (hc) during the patient's therapy, in the initial drain cycle. The drain volume was 659ml, and the last fill volume was unknown. The patient stated there was air in the patient line. (B)(4) assisted with ending therapy. The patient elected to start over with new supplies. No injury or medical intervention was reported.